Event description:
A surgeon reported that approximately 12 days after an intraocular lens (iol) implant surgery, it was observed a cells proliferation, fibrin-membrane of the anterior surface of the iol. The cells proliferation was observed throughout the 360 degrees of the iol, beginning from the capsulorrhexis edge and growing towards the center of the iol. An unplanned yag laser treatment was performed. A completed questionnaire was returned by the surgeon.

Manufacturer narrative:
The product was not returned for analysis. Results form the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. A completed questionnaire was returned by the surgeon. (B)(4).